Event description:
It was reported that a homecare pt experienced problems with three (3), size 4 dcfs, disposable cannula cuffless tracheostomy tubes. The pt's physician reportedly attributed granuloma tissue growth at the pt's stoma site to the fit/placement of the soft swivel neck flange of the devices. Each device was reported to have been used for approximately thirty (30) days. Limited information available regarding device usage/maintenance and tracheostomy care practices. There was one (1) pt involved. The three (3) size 4 dcfs devices were discarded and as such are not available to be returned to the manufacturer for identification, analysis and investigation. Although the exact cause(s) of the problems are unknown there was no reported material and/or surface defects on any of the involved 4 dcfs devices.